Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in describe event or problem, evaluation found the angle wires were stretched, the adhesive of the bending section rubber was worn, the universal cord was damaged, the resin part was cracked, the switch was damaged, and the control body was scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported there was an auxiliary water supply issue with the evis exera iii colonovideoscope. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the customer complaint was confirmed and there was an auxiliary water supply issue possibly due to clogging from foreign material. The report is being submitted due to clogging of the water supply found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional evaluation results. Additional evaluation found the auxiliary water supply volume was inspected for a flow issue and no water was observed due to the auxiliary water channel being clogged with remains. The clogging material was unable to be removed from the channel, making visual identification difficult. The auxiliary water channel port form connector was inspected and was free of remains. Evaluation also found the distal end cover was dented, the knobs had play and less angulation, the scope cover was worn, the switch box had shock, and the light guide tube was wrinkled.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material clogging the auxiliary water channel could not be identified and the root cause could not be determined. Olympus will continue to monitor field performance for this device.